Event description:
It was reported that a patient underwent an unknown spinal procedure, during the procedure, it was reported that the reducers detached from the screws. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis of the returned device shows that macroscopic and optical examination of the tip of the reduction sleeves did not identify any breakage or cracking. Dimensional examination of the tip of the reduction sleeve found that the sleeve tips are bent outward out of print specification at the mas head retention features; the tip-to-tip dimension (9.8 +0.2 /-0.0mm) actual measurement found to be out of print specification. Functional evaluation with all inner sleeves performed with complaint returned extender set at ¿st¿ and sample mas at maximum angulation to attempt to induce release of mas head; unable to release head. A common surgical technique for this part is for the surgeon to remove the extender from the body and screw by rocking the extender in a medial/lateral direction and pulling upward. This can create stresses on the part that can bend the tips if performed aggressively. The above observations are consistent with bend stress overload, resulting in the foregoing event.